Event description:
Iab was inserted in 2006 & on 6th day, pump showed "helium leak". Dr tried to remove iab but was unable to pull it out. Dr then cut balloon & removed a portion of catheter. Patient then went to surgery for removal of remaining balloon from abdominal region. Upon removal, a large clot was found in balloon. Dr suspected rupture had occurred before helium loss alarms & questioned why pump had not alarmed earlier. Patient expired 2 days later.